Manufacturer narrative:
Investigation results: a complaint history record(chr) review could not be performed as no batch/lot number was made available for this reported event. A device history review was unable to be performed since no lot/batch number was provided. A retain sample analysis review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient had an IV catheter replaced yesterday, and the infusion proceeded smoothly. At 9:00 am today, the patient began receiving an IV infusion from a new bottle. Flushing the line indicated unobstructed patency and good blood return, so the infusion commenced. Around 11:00 a.m., family members noticed fluid on the patient's infusion arm and damp bedding. After reporting this to the nurse, examination revealed a very slight fluid leak from the needle tip. Suspecting damage to the indwelling needle, the infusion was paused and the needle removed. Close inspection revealed a minute crack at the ¿y¿ bifurcation point of the indwelling needle.